Manufacturer narrative:
During an interventional endovascular procedure, balloon leakage was noted during placement of an 80 cm. Palmaz genesis 7.0 x 18 stent delivery system (sds) in the iliac area. Inflation was not possible. The balloon lost pressure and could not be inflated to the necessary pressure. There was no reported patient injury. A new product was used to complete the procedure successfully without patient injury. The approach for the procedure was femoral. The lesion was pre-dilated prior to the attempted stent placement/details not provided. The pressure used prior to the reported leakage was not known but was reported to be within range. The target lesion was the iliac artery. The target lesion was reported to be calcified. The stent delivery system (sds) and stent were successfully removed from the patient without any problems. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17549760 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds leakage - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification and tortuosity is known to cause damage to balloons. According to the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system.  To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.  Please note that this is the initial/final report for this product.

Event description:
During an interventional endovascular procedure, balloon leakage was noted during placement of an 80 cm. Palmaz genesis 7.0 x 18 stent delivery system (sds) in the iliac area. Inflation was not possible. The balloon lost pressure and could not be inflated to the necessary pressure. There was no reported patient injury. Additional information received indicated that the product was discarded and will not be returned for inspection. A new product was used to complete the procedure successfully without patient injury. The approach for the procedure was femoral. The lesion was pre-dilated prior to the attempted stent placement/details not provided. The pressure used prior to the reported leakage was not known but was reported to be within range. The target lesion was the iliac artery. The target lesion was reported to be calcified. The stent delivery system (sds) and stent were successfully removed from the patient without any problems. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available.